Event description:
During baxter's evaluation of a device for an unrelated complaint, a system error 105 was identified in the device ehl (electronic history log) and reproduced under test. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The system error 105 was reproduced during evaluation due to a failed motor (flex). The failed motor assembly was replaced.